Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is leaking. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, e1 initial reporter name, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d10, b5, b6,b7, h6 health impact code. Due to character limit in e1 event site name is (B)(6). A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The fse performed functional testing and safety checks to factory specifications. The iabp was returned to the customer and cleared for customer use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is leaking. Patient was not involved. No harm or injury reported.